Event description:
Customer's father called in "about 15 pods and was not sure what pod caused the high bg levels." He believed the pod his daughter was wearing was not delivering insulin as her "bg levels were increasing" but the "pod did not alarm." The customer's bg reached 491 mg/dl so they "ended [up] going to the emergency room for that." No further info was provided regarding this ER visit. No product will be returned for eval.

Manufacturer narrative:
No product was returned for eval. We are unable to determine any product malfunction or defect that may have caused or contributed to the customer's high bg levels and subsequent ER visit. The omnipod's user guide instructs users to avoid hyperglycemia by checking blood glucose levels "at least 4-6 times a day." The user guide also explains how to treat hyperglycemia and states, "if bg is 250 mg/dl or above, check for ketones." If ketones are present users should contact their hcp. If no ketones are present then they should administer a correction bolus and check bg again after 2 hours. The user guide instructs to repeat these steps if bgs have not decreased. If bgs remain high after a total of 4 hours, then customers should replace the pod and fill with a new vial of insulin. We have no info as to whether or not the customer took these steps prior to going to the ER. Product lot qualifications were reviewed and determined to have met all acceptance criteria.